Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they were getting a message on the controller that the battery needed to be replaced when they were recharging the implanted neurostimulator since about a month ago. The patient stated the controller was fully charged up. The patient stated the ins took a long time to charge, and it was hard to connect to the ins to charge. Patient services asked the patient to inspect the recharger for damage, and the patient said there was no visible damage to the recharging antenna. The controller showed 100% and the ins 60% charged and no damage inside the controller port. The issue was not resolved. A request was sent to the repair department to replace the recharger device. No symptoms were reported. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they were getting a message on the controller that the battery needed to be replaced when they were recharging the implanted neurostimulator since about a month ago. The patient stated the controller was fully charged up. The patient stated the ins took a long time to charge, and it was hard to connect to the ins to charge. Patient services asked the patient to inspect the recharger for damage, and the patient said there was no visible damage to the recharging antenna. The controller showed 100% and the ins 60% charged and no damage inside the controller port. The issue was not resolved. A request was sent to the repair department to replace the recharger device. No symptoms were reported.